Event description:
It was reported that device contamination occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 200 mm 200cm ranger drug-coated balloon was selected for use. However, after unpacking, a handwritten writing was noted on the back of the compliance chart inside the sterile pouch. The procedure was completed with a different device. There were no patient complications as a result of this event.